Manufacturer narrative:
Additional information was added. The device was manufactured between (B)(4) 2018 ¿ (B)(4) 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch mw5081254 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250 ml eva tpn bag was leaking above the level of the spike in the spiked bag. The leak was discovered during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.